Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the echelon-10 micro catheter was returned for evaluation and the clinical observation could not be confirmed. As received, no ruptures were found with the micro catheter body. No issues were found with the micro catheter distal tip. The micro catheter body was found to be kinked at ~141.5cm from the distal tip. No other anomalies were observed. There was no evidence found of manufacturing defects. All products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not received for analysis, therefore no conclusions can be drawn as to the cause of the reported information. Additional information has been requested, including the return of the device. The device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that during preparation it was found that the catheter was ruptured. A new catheter was used to complete the procedure successfully. The patient was to receive an embolization procedure to treat an aneurysm. There was no injury reported.

Manufacturer narrative:
Desc evt problem - additional information received. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during preparation it was found that the catheter was ruptured at the distal end. A new catheter was used to complete the procedure successfully. The patient was undergoing an aneurysm embolization procedure. The device was prepared as indicated in the IFU and the catheter was flushed as directed and the rupture was observed when the catheter was tested. There was no resistance or friction during delivery as the catheter did not enter the patient. There was no other observable damage to the catheter.